Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the robot common compute controller (ccc) and blue fiber cables pigtails after the 17 and 31089 errors. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia tarup surgical procedure, the customer encountered a connection error 170. The technical support engineer (tse) reviewed the logs and confirmed errors 170 and 31089 on tower blue fiber port 1 top left, which the caller stated was connected to the robot. The tse walked the caller through powering off the system and moving the blue fiber cable at the tower from port 1 to port 2 bottom center and powering on the system, but the error 31089 followed to port 2. The caller was unsure if they had a backup blue fiber cable, but the caller was willing to swap blue fiber cables from console and robot. The system then powered on and completed post. The tse asked the caller to move the cable at the robot. After the caller moved the cable, the error 31089 occurred on port 3 indicating the robot was the source of the error. The caller was unsure how the surgeon would perform the case. The procedure was aborted prior to patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The robot common compute controller (ccc) was returned for failure analysis (fa), and the reported errors 31089, 170, 307 were confirmed but not replicated. The field system logs were reviewed and errors 31089, 170, 307 were found confirming that the faults had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. During additional testing, fiber optic light levels on the robot ccc were measured using localhost:8050, with all values found to be within the expected range. After this inspection, ten power cycles were completed without incident. The ccc was then left idle in the golden system for 98 hours, during which no abnormalities were observed. Based on these findings, fa concluded that no root cause could be identified for the reported events. A review of the system logs identified recurring errors: 31089, 170, and 307. These errors have been linked to the ff3 fiber optic cable. As a precautionary measure, the engineer recommended replacing the fiber optic cable.